Manufacturer narrative:
Concomitant medical products: product ID: c6tr01 ipg, implanted: (B)(4) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.